Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: ,UDI#: h3. Analysis of desktop charger 37761 ( serial (B)(6)) found " bent/ broken connector pins at the end of cable". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the desktop charger (dtc) connector pin cord is damaged and this has happened before. They stated they could not read the serial number because of how small the serial number was. During the call, they also stated the implantable neurostimulator recharger (insr) antenna cord was frayed. No patient symptoms were reported. A replacement dtc and insr antenna was sent. Additional information was received from the consumer who reported the recharger was ¿basically junk¿ considering the wire consistently frayed and broke (which didn¿t take long). The current recharger frayed and broke ¿in record time.¿ the consumer suggested looking at redesigning the wire because the parkinson¿s ¿community needed a better quality one they could depend on for such a vital device.¿